Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was implanted then explanted during the same surgery. Based on the follow-up with the health care provider, the explant was not related to any device malfunction. Per the op report, the patient's native aortic valve was heavily calcified and bicuspid. The annulus was decalcified completely. The edwards valve was placed in standard manner and was confirmed that the coronary ostia were clear. After removing the cross clamp, the patient was weaned off bypass and removed all lines. Shortly thereafter, bleeding was noted from the dome of the left atrium. The valve was removed completely and a manougian annular enlargement into the anterior mitral leaflet was performed. There was a hematoma noted in this region. A pericardial patch was placed in a tear drop manner and fashioned to the lvoto and across the annulus, taking care to close the defect in the left atrium as well. The annulus was resized and another prosthetic valve was implanted. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4) = device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be conclusively determined, the health care provider indicated that there was no product malfunction. No further actions are possible with the available information.